Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens haptic tore off upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No pt injury. This is one of two lenses for the same pt see MFR report #2023826-2006-00935.

Manufacturer narrative:
Results - visual inspection of the returned product showed that the lens optic was torn in half. Clear surgical residue/debris on the product. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.